Manufacturer narrative:
H3: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Claim # (B)(4).

Manufacturer narrative:
Corrected data: h6 - work order search: another similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -11.00 diopter, in the patients right eye (od), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to low vaulting. The lens was exchanged for a longer lens but the problem was not resolved. See MFR. Report # 2023826-2021-02912 for replacement lens. The cause of the event was unknown.